Event description:
Baxter in a foreign country reports pt line of homechoice set was not priming completely. No further details provided by baxter affiliate. No pt injury or medical intervention reported by baxter affiliate.